Manufacturer narrative:
The device was returned, and the evaluation also found that the digital visual interface (dvi) had no output due to a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center front panel light was fully illuminated but the lamp did not light up. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
The event occurred after a gastroscopy. The procedure was completed with the same device set.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that all indicators on the front panel lit up occurred due to the faulty zoom connector board. Additionally, it is presumed that no digital visual output occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.